Manufacturer narrative:
Calibration data was within expected ranges, with a tendency of lower cal2 signals. Quality control recovery was within specifications. Upon review of the alarm trace, no relevant alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on a cobas e 601 module. The sample initially resulted in a tsh value of 22 uiu/ml. The result was reported outside of the laboratory and questioned. The sample was repeated on (B)(6) 2022, resulting in a tsh value of 3.0 uiu/ml. The tsh reagent lot was 636409 with an expiration date of 31-may-2023.